Manufacturer narrative:
Upon receipt, the lead was found dissected in four fragments. It is reasonable to assume that the lead was cut through in the course of the explantation procedure. The analysis of the lead fragments revealed abrasion marks and a damaged insulation between 29 cm and 31 cm distal to the is-1 connector pin, with an opened out zone and a fractured conductor cable to the rv shock coil. In this section, the lead body was found severely squeezed and deformed. An inside-out abrasion of the lead body is excluded. These findings can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment, as well as to interaction with a partner lead in this area. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 28 months it was detected via home monitoring that the shock impedance on this lead was too high (>150 ohms). During the follow-up examination the impedance value stayed unchanged and the x-rays showed no sign of insulation fracture. A lead revision was performed, where damage of the insulation was noted. No adverse patient side effects were reported.